Manufacturer narrative:
Bci cts (customer technical support) had customer stop system, remove reaction carousel and clean up area with paper towels. Cts had customer inspect wash tower probes and all appeared okay. They also assisted customer in doing a system power down reboot and customer found wash tower probe #2 leaking. A field service engineer (fse) went on-site (B)(4) 2011 and replaced the vacuum/wash and vacuum probe.

Event description:
A customer contacted beckman coulter inc. (Bci) stating fluid was leaking from the wash tower on to the reaction carousel and into the compartment of the synchron cx5 delta clinical system. No injury was reported and no erroneous results were generated.